Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing on an eye plastic surgery, the suture and needle were detached. Another device was used. There was no patient injury.